Event description:
A staff member pulled on the headboard of the bed to transport a patient. The headboard came off, she fell and she fractured her wrist in the process.

Manufacturer narrative:
A patient was being transported via the bed. As the nurse grabbed the head board, she pulled sideways. It pulled the headboard off the frame. She fell and fractured her wrist. This incident was caused by the manner in which the end user pulled on the headboard. The sample has been evaluated and the design is being reviewed with manufacturing to determine what improvements can be made so that if it is pulled side-to-side, the push buttons will not inadvertently disengage.